Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a chronic infection including vegetation of the leads on their cardiac resynchronization therapy defibrillator (crt-d) system. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted. During the extraction of the left ventricular (lv) lead, the lobes were unable to be retracted because of the adherence to the coronary sinus. The lead was cut, capped and partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.